Event description:
Boston scientific received information that this right ventricular lead exhibited a rising thresholds and pacing impedance measurements from 500-600 ohms to 1,400-1,500 ohms. Additional information received that there was no out of range impedance measurement. Additionally, the lead was tested with pacing system analyzer and results were in line with what was found through the device. The lead was surgically abandoned and a new lead was implanted successfully. No adverse patient effects were reported. The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.